Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, during cataract surgery with intraocular lens implantation, while loading the lens into cartridge the leading haptic broke. The surgery was completed by using another lens. No patient contact.